Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically b reached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited high ventricular thresholds. The lead was attempted but not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.